Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges water comes through the tubes and goes down her nose and makes her feel like she is drowning which causes her to wake up choking and sore throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.